Event description:
Pt presented to local ed after reporting that he pushed his cadd tubing back together because it was leaking. According to report from ed, they applied surgical tape on the leaking site of the tubing. Additional plan was arranged for patient to come to reporting pharmacy for new bag change the following day, because of time and distance. Investigation notes of returned product: silk tape was wrapped around tubing connected to both distal and proximal sides of air eliminating filter of #21-7394 cadd tubing. No damage evident upon investigation to bag, tubing or filter. Once tape was removed from around tubing/filter and clamps were opened (while clip clamp and green "flow stop clamp"), bag was squeezed and medication started leaking out air eliminating filter. Tubing did not appear to be dislodged/disconnected from filter at all. No other leaking appeared during investigation. FDA safety report ID #: (B)(4).